Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the caps of the tubes were opening during transportation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. A total of 29 retained samples were sent for functional tests, out of which 6 samples exhibited stopper creepout/pop off during testing. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, the caps of the tubes were opening during transportation on unspecified number of tubes. No patient impact reported.